Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 of the initial report as it was inadvertently left off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No error messages from the device occurred during the procedure. There was no anesthesia extension which took on the place on the patient. A monitor was connected to the light source device during the time of the reported incident.

Event description:
The customer reported to olympus that the visera elite xenon light source's lamp does not light despite power going into the equipment. The issue was found during a diagnostic cystoscopy procedure which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed;.the light control was functioning properly. The evaluation findings are as follows: a worn out socket slider switch caused intermittent use of high intensity mode, the printed circuit board was stuck intermittently, the incorrect lamp model was used and was missing the hexagon wrench inside the lamp door. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.